Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited increase of impedance. The rv lead also exhibited high thresholds. The rv lead was explanted and replaced. The ra lead was explanted and not replaced due to patient's chronic atrial fibrillation. It was noted that there was pronounced bleeding tendency in the subpectoral pocket area. It was time-consuming hemostasis where final hemostasis could not be achieved. No patient complications have been reported as a result of this event.